Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify or duplicate any power discrepancies. The unit powered on and off as expected. A review of the electronic patient record revealed that a low battery message was displayed prior to the device powering off. Physio-control did observe that the device's battery pins were worn and they were replaced as a precaution. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A review of the electronic patient record by a physio-control clinical specialist determined that the device usage did not contribute to the patient outcome. Throughout the event the patient¿s heart rhythm (ECG) was asystole. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during a patient event their device powered off before defibrillation therapy could be delivered. The patient a (B)(6) male was found by the emergency response team unconscious. The device was connected to the patient and charged for defibrillation; however, the device shut off by itself before delivering therapy. The patient did not survive the event. No further details about the patient or the event have been provided by the customer.